Event description:
This notification was opened for review due to an allegation the trilogy evo ventilator alarms for alternating current (ac) power disconnect at approximately 2:00 - 3:00 am and this has occurred twice. The device was in patient use. No harm or injury was reported. The device has not yet been evaluated. The reporter indicated multiple ac power outlets have been tried and this same alarm happens with all outlets as well as with other trilogy evo ventilators that have been tried. The power cord has been changed out without resolution. Other affected trilogy units have not been returned to the manufacturer for device evaluation yet. The reported stated they would try switching out the ventilator with yet another different one to see if the issue occurs again with a new one.